Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. The connector sleeve that was used in the field was not returned with the lead. The reported event of unable to insert the lead into a device was not confirmed. The lead was tested with a device and the connector pin was able to be inserted and removed with no anomalies noted. Dimensional analysis revealed the connector pin and lead connector body were within specification. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-06314. During an implant procedure, the left ventricular (lv) lead was being tested and the connector sleeve from the box was unable to fit on the lv lead. A new connector sleeve was opened, but was still unable to fit on the lv lead. The lv lead was attempted to be inserted into the header of the device, but was not able to be connected successfully. The set screw was unscrewed slightly, but the lv lead was still unable to be connected to the header. A new lv lead was opened and the connector sleeve was able to successfully fit on the lead. The new lv lead was attempted to be inserted into the device, but was not able to be connected successfully. A new device was opened and the second lv lead was able to be inserted into the device successfully to resolve the event. The patient was stable and will continue to be monitored.